Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported while trying to charge her implantable neurostimulator (ins), she saw the informational power on reset (por) screen on her recharger. Therapy had stopped due to por. It was noted the indication for use was radicular pain syndrome (radiculopathies). The por was not related to an overdischarge (od) event and no od was suspected. The por was successfully cleared and the patient was able to recharge like normal. If additional information is received, a follow-up report will be sent.